Event description:
It was reported that 8 bd sharps coll 9gal red were missing lids. The following information was provided by the initial reporter: customer received sharps containers without lids. 1 case of 8, no lids on any of them. No adverse events noticed before use upon opening box.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that they received sharps containers without lids could not be verified due to the product not being returned for failure investigation. Based on the information provided, the device history record review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months. Investigation : according with this investigation there is not enough information provided from customer such as lot number or pictures of the original packaging in order to determine the root cause of this issue. The variables that could generate this failure mode such as handling, transportation, storage or partial sales from distributor are unknown. Additional information is required to discard issue was generated by distributor facility, since partial sells and controls to handle remaining material is unknown, therefore, the likelihood of sending boxes with incorrect quantity exist. In addition, the current manufacturing controls were reviewed, and confirmed the capability to detect this type of issue (missing lids). As part of this investigation, a review of customer complaint records was performed; according to the complaint records, seven additional complaints were received through the last twelve months for the same part number and issue. These previous complaints were closed as non-manufacturing related and incomplete since there was not enough information provided from customer to determine the root cause. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. However potential root cause will be: 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non-controlled handling within distributor facilities. Conclusion: based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown. The controls were verified within the manufacturing process and confirmed as capable to detect the reporting failure mode (missing lids), furthermore, there were found acceptable records for every single box manufactured for this lot number within the weighing system records. If additional information that would help to determine the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured for tracking and trending purposes. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 8 bd sharps coll 9gal red were missing lids. The following information was provided by the initial reporter: customer received sharps containers without lids. 1 case of 8, no lids on any of them. No adverse events noticed before use upon opening box.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, (B)(4).. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.